Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as high on the continuous glucose monitor and a large ketone level identified as dangerous. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids. Reportedly, the customer was released two days later with the issue resolved and no permanent damage.